Event description:
Hospital advised this unit was infusing in primary mode for several hours when it alarmed and displayed channel error. The error code 12-203-242 scrolled in the display continuously. There was no patient consequence.